Event description:
It was reported that the patient underwent a revision procedure due to an infection and pain with an ambicor penile prosthesis (app). The app was explanted. The patient is expected to fully recover following the procedure.